Event description:
Gps unit is having hard drive issues. It will only display a black screen when booting up stating "reboot and select proper boot device or insert boot media in selected boot device and press a key."

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "loss of cmos battery power" for excelsius gps the description indicates that during operation, the system displayed a black screen on the monitor and is experiencing hard drive problems. Our evaluation of the system revealed that a field service engineer was sent to the site per work order and the cpu replaced and a system functionality test was run. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.